Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 mg/dl.the customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. The customer alleged the pump was "malfunctioning" however, this could not be confirmed as the customer declined to perform a system check with tandem technical support.